Manufacturer narrative:
B5: updated with additional information. H6: patient code updated to 2645. H10 - device evaluation: one cadd legacy 1 pump was returned for investigation in used condition. The customer reported product problem (pump producing error code 1720) was replicated during testing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The backup capacitor was replaced in order to correct the problem.

Event description:
Additional information was received on 24-nov-2020 indicating that the product problem was observed during testing. There was no patient involvement.

Manufacturer narrative:
B5: updated with additional information. H6: patient code updated to 2645. H10 ? Device evaluation: one cadd legacy 1 pump was returned for investigation in used condition. The customer reported product problem (pump producing error code 1720) was replicated during testing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The backup capacitor was replaced in order to correct the problem.

Event description:
Additional information was received on 24-nov-2020 indicating that the product problem was observed during testing. There was no patient involvement.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had an error code lec 1720. There was no reported adverse event.

Manufacturer narrative:
Other, other text: b5: updated with additional information. H6: patient code updated to 2645. H10: device evaluation: one cadd legacy 1 pump was returned for investigation in used condition. The customer reported product problem (pump producing error code 1720) was replicated during testing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The backup capacitor was replaced in order to correct the problem.

Event description:
Additional information was received on 24-nov-2020 indicating that the product problem was observed during testing. There was no patient involvement.